Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.8, lab: 2.4. Patient's target therapeutic range is 2.3-2.5. Results done within minutes of each other.